Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine generator change-out, an alert for low, out of range, high voltage lead impedance was observed. Oversensing due to electrosurgery, and an output anomaly were observed. The lead was capped and replaced. Patient condition was good.